Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the button #1 of a 5f mynx control vascular closure device (vcd) could not be depressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. The device was used during a carotid artery stenting procedure via a retrograde approach. The deployer was mynxcertified. A 5f non-cordis introducer sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c. There were no kinks noted in the sheath or device after removal. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before deployment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the button #1 of a 5f mynx control vascular closure device (vcd) could not be depressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. The device was used during a carotid artery stenting procedure via a retrograde approach. The deployer was mynx certified. A 5f non-cordis introducer sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c. There were no kinks noted in the sheath or device after removal. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved with manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use (IFU). The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before deployment. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a condition of being saturated with blood was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors, such as incorrect alignment of the tension indicator prior to attempting depression (even though the customer reported that the tension indicator was aligned with the markers on the handle halves) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.